Event description:
It was reported during a da vinci-assisted cholecystectomy surgical procedure, the system had a hard fault error 32100. The site was not using universal surgical manipulator (usm) 4. Technical service engineer (tse) asked the site if they wanted to disable usm 2 and dock usm 4, however the surgeon opted to convert to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) obtained the following additional information: the physician had multiple surgeries booked for the day and did not have the time to further troubleshoot and elected to convert to laparoscopy. The system was inspected prior to use and has since been fixed with no further issues had been reported.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced axes controller carriage joint (accj2) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. Failure analysis could not replicate error 32100 however the error was confirmed in the system logs. The unit was placed on the in-house test system and failed on start-up with error 11.